Manufacturer narrative:
The insulin pump act and up arrow buttons did not respond due to flattened button dome switches. No unlock display keypad connector noted. Unit received with cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that he cannot press on his act button. The customer stated that it is extremely hard to press and he has to press it on the side to work. The customer will be sent a replacement pump.